Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no delivery and a keypad anomaly. The customer¿s blood glucose was 477 mg/dl at the time of incident. Customer woke up with a no delivery alarm and the blood glucose reading was high. During troubleshooting customer confirmed that the insulin exited after a 5 unit fixed prime was delivered and no infusion set bent cannula issue. Customer also reported that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had experienced a high blood glucose of 477 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.